Event description:
It was further reported that in (B)(6) 2011, the physician observed 80% diffuse restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty, resulting in 0% residual stenosis. Also the physician observed 90% stenosis at the ostium of the lad discovered with the guide catheter was treated with direct stent placement using a 3.5 mm x 12 mm non-bsc stent, resulting in 0% residual stenosis.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-03405 and 2134265-2012-03639. It was reported that post a stenting treatment procedure, the patient received target vessel revascularization. The patient presented due to unstable angina. The first 80% stenosed and 12mm long target lesion was located in the distal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement using a 2.5x16mm taxus element stent, resulting in 0% residual stenosis. The second 80% stenosed and 18mm long target lesion was located in the mid lad with a reference vessel diameter of 2.7mm. The second target lesion was treated with direct stent placement using a 2.5x24mm taxus element stent, resulting in 0% residual stenosis. The third 90% stenosed and 12mm long target lesion was located in the proximal lad with a reference vessel diameter of 3.0mm. The third target lesion was treated with direct stent placement using a 3.0x12mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2011, the patient presented with acute coronary syndrome with negative troponin values and was hospitalized the same day. The physician observed 95% diffuse restenosis of the previously placed stent located in the proximal lad. The in-stent restenosis was treated with balloon angioplasty, resulting in 0% residual stenosis. The patient was discharged two days later.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Patient year of birth: 1936. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).